Event description:
It was reported that the patient was lying on a magnetic chair / matt at the dentist. After the appointment, the patient experienced numbness in her hand, tremors, and bad headaches for three to four days. The patient went to her doctor to confirm that her device was working properly, and her doctor reprogrammed her. Following the reprogramming, the patient's tremor was under control and it was stated that things were back to normal.

Manufacturer narrative:
(B)(4). Lead model 3387s-40, lot # v218104, implanted: (B)(6) 2009, explanted: na; lead model 3387s-40, lot # v383702, implanted: (B)(6) 2010, explanted: na; extension model 37085-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: na; extension model 37085-60 serial# (B)(4), implanted: (B)(6) 2009, explanted: na.